Event description:
It was reported by the patient that the carelink monitor was not receiving power. A new power cord will be sent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: a correction to model number was made to reflect correct model as 2490c8.

Event description:
It was reported by the patient that the carelink monitor was not receiving power. A new power cord will be sent. No patient compl ications have been reported as a result of this event. The monitor was later returned to the manufacturer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.